Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 473 mg/dl; and when they woke up it was 423 mg/dl. The customer remembered receiving a no delivery alarm as well and treated with a manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer attempted to prime but the motor error recurred. However, the displacement tests and manual prime were successful. The customer was advised to call back if issues continue. No products were shipped or returned.